Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed evidence of moisture on the battery compartment cap. This report is made based on the results of an investigation completed on 11/19/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/19/2013 with the following findings: unable to duplicate a reoccurring beeping noise. Evidence of moisture contamination observed on underside of battery cap. Multiple "power on resets / reboot conditions" and two replace battery alarms observed in black box on battery compartment intact. No cracks. Battery cap is able to fully tighten. A power loss was not observed. The pump was exercised for 24 hours. No power loss or battery related warnings were duplicated. Current draws within specifications. Pump case was removed, no evidence of additional moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.